Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: two 5x100 kii advanced fixation sleeves were returned for evaluation. Upon inspection, the first unit had what appeared to be a piece of polyolefin plastic tubing located above the balloon on the cannula. The second unit had no signs of damage. According to additional information received by the customer on (B)(6) 2015, the second unit was mistakenly sent back to applied medical. This unit was not evaluated. In addition, (B)(4) unopened, sterilized units of several different models were returned for evaluation. The sleeve protectors were removed and the devices were visually inspected for pieces of polyolefin plastic tubing. Zero (0) non-conforming units were found. Although the exact root cause of the incident could not be confirmed, the likely root cause may be due to a scrap piece of tubing lodging into the sleeve protector sometime during the manufacturing process. The production team was notified of this event and the manufacturing process was reviewed. Applied medical continuously seeks to improve the form, function and ease of use of its products. We apologize for any inconvenience this may have caused and assure you that applied medical will continue to monitor its vigilance system for trends, and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"After the port was introduced, the surgeon inflated the balloon at which point a clear circular disc about 1cm in diameter and about 2mm wide shot off the end of the cannula and into the patients abdomen. This was seen by the scrub nurse and consultant and removed immediately. Consultant was mr macdonald and it was a gynae procedure. " patient status - "no patient harm, sent to recovery and ward following procedure,"